Manufacturer narrative:
Please be advised that two devices were received from two different lot numbers and customer confirmed that both devices had the same issue; therefore, while MDR 1219602-2019-00967 covers lot number 2025180, MDR 1219602-2019-01180 covers lot number 50779386. Two 5.0mm twinfix ti w/needle assemblys were returned for evaluation. Visual assessment of lot 2025180 confirmed the reported complaint. The anchor hex/eyelet is stripped and has damage from what appears to some type of grasping device. The shaft is dramatically bent and twisted. Visual assessment of lot 50779386 confirmed the shaft is dramatically bent and twisted. Only the inserter was returned for examination no anchor, suture, needles or the removable section of the handle. The condition of the devices indicates they were subjected to excessive force during use. Per the device instructions for use: ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a ligament repair in proximal humerus, the device was stripped. Bone was already pre-drilled, but the device was still stripped. The device broke inside the patient and broken pieces were removed with tweezers and pliers. The back up device was used in an additional bone hole and the procedure was completed with no delay or patient injury reported.